Manufacturer narrative:
Additional failure analysis was completed on the force bipolar instrument. Failure analysis initial findings were confirmed. The force bipolar instrument was placed on an in-house system and passed recognition and engagement. The distal end moved intuitively but the grips were not able to open. The input disks were also manually articulated, and the grips were still unable to open. An oil lubricant was applied to the distal end and manual articulation was attempted again but failed. The force bipolar grips were forced-open partially and upon doing so, it was observed that the molded insulators were stuck together causing the grips to be unable to open. The grips were then fully opened and tested on the system and the grips were able to open and close smoothly with no issues. This observed failure is attributed to a manufacturing failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Visual inspection identified no noticeable damage. The instrument passed the initialization test. The instrument moved intuitively with full range of motion in all directions while the grips were in a closed position. The grips could not open. The instrument was removed from the system and manually articulated; however, the issue persisted. The grips could not open. The complaint was confirmed by failure analysis, the information gathered indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The images of the force bipolar instrument show the entire instrument, proximal end and distal end. No damage was identified based on the images review.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the force bipolar instrument tips or jaws did not open. The procedure was continued using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the nurse who was present in the procedure: the instrument was inspected prior to use and no abnormality was found. No system fault (i.e., recoverable/non-recoverable error generated) was observed during the issue. Customer was unable to specify or confirm if the jaws were stuck on tissue when the issue occurred. The customer also confirmed that there was no bleeding, no patient injury, and no unexpected tissue removal.